Event description:
It was reported that a large volume intermate had a white particle floating in the solution inside the reservoir. The intermate had been filled with the antibiotic ciprofloxacillin. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 14, 2013 to january 15, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: visual inspection noted a white particle, 4.6 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy (ftir) scanning identified the particle to be polyethylene material. The cause was unable to be determined. To address this issue, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.